Manufacturer narrative:
No issues were identified with the complaint kit lot during the investigation. A review of the amplification curves confirmed that the sars-cov-2 negative result is truly negative. Furthermore, the differences between the cobas® sars-cov-2 & influenza a/b test and the cepheid genexpert could explain the result discrepancies. While the liat scfa test detects different regions of the orf1a/b along with the n gene of the sars-cov-2, the genexpert xpress - cepheid detects the n2 and e targets. As such, results with one assay may not be reproducible with a different assay. In addition, sample contamination before running this sample on the genexpert xpress - cepheid is a possibility. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result generated while using the cobas® sars-cov-2 & influenza a/b nucleic (scfa) acid test for use on the cobas® liat® system compare to the genexpert test. The customer reported that the initial test was performed with the cobas® liat® sn(B)(4) with scfa lot 10601t and generated a sars-cov-2 negative result. The same sample was retested on the genexpert cepheid instrument and generated a positive sars-cov-2 result. The negative result was reported to the patient and or/ medical personnel treating the patient. No patient harm or injury is alleged. A nasal or nasopharyngeal sample was collected using a collection kit from bd 3ml vtm catalog # 220531, which is an on-label kit. An investigation was conducted to evaluate the customer¿s allegation.